Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The reported problem (battery unable to power on a monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery would not properly communicate. The cause for the battery failure was isolated to an unstable vcc regulator u3. The root cause for the unstable vcc regulator could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.